Event description:
The customer reported that the cannula was kinked.

Manufacturer narrative:
The returned device was evaluated and no bend or kink was found, however, the investigation did find evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed and the product lot met all accepted criteria.